Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1: the reporter's complete facility address was not provided. H11: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during a knee arthroscopy procedure, the mitek arthroscope was verified together with the specialist and it was observed that the lens of the institution had black spots in the lower part when defocusing. Fortunately, these spots were only evident when defocusing. These spots disappeared when focusing correctly, without interfering in the surgical visual field or posed a risk to the patient's safety. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5. Event description: the client states that the sterilization agent they apply to the reported lens is hydrogen peroxide. The product has not returned to depuy synthes, however a video and photos were provided for evaluation. Visual inspection of the returned video found the arthroscopic image displayed spots on the overall lens, the spots cleared when re focusing the image. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the hd epscp,4.0,30,167,mitek would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated in our service center to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device 1841524, and no non-conformances were identified.